Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, the stylus and cursor did not align on the screen and the bezel shield assembly was replaced to resolve. It was additionally noted that the stylus tip was cracked but functional and that the power supply was noisy. The stylus was replaced as a preventive measure and calibrated to the new touch screen and the power supply was replaced as well. The device passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer display screen and stylus touch pen needed calibration. The programmer has been returned for repair, as well as for test and calibration. There was no patient involvement.